Manufacturer narrative:
Additional information received via email on (B)(6) 2020 that the event was discovered during pm. Device evaluation: one level 1 hotline low flow system, systems was returned for analysis. Visual inspection performed, and device found with tank cover cracked, faded line cord outdated pcb and power switch. The visual inspection was performed and found the device tank cover cracked. According to the investigation, overtightening of the device tank cover screws caused the reported problem. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is interface (customer damage).

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's reservoir cover was cracked. There was no reported adverse event.